Event description:
It was reported to covidien in 2009, that a customer had an issue with dialysis catheter. The customer reports that the hub of the dialysis catheter cracked. Catheter pulled and replaced.

Manufacturer narrative:
Submit date: 01/12/2009. An investigation is currently underway upon completion. The results will be forwarded.